Event description:
Customer reported several error alarms on the insulin pump, including weak battery, failed battery, and battery out limit. Customer also reported a blank display that did not return after a battery change. Customer's current blood glucose reading is 263 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Unable to verify for battery out of limit or weak battery alarm due to failed battery test alarm. No blank display noted. A good battery cap was used and the insulin pump functioned properly. Minor scratched display window noted. No damage inside pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.